Event description:
Boston scientific received information through a journal article of a study looking at implantable cardioverter defibrillators (icds) and cardiac resynchronization therapy defibrillators (crt-ds) over a period of time. The devices used in this study were from various manufacturers, including boston scientific. In total, 4108 device implantations were reported, which comprised 88.6% of the estimated total number of implantations carried out. Five of the patients died during implantation. In addition, 18 complications during implantation were reported: 1 case of tamponade, 4 of pneumothorax and 13 unspecified. The manufacturer, model and serial information for the device involved was not provided.

Manufacturer narrative:
Attempts made to obtain the specific device information for the reported complications and deaths have been unsuccessful. At this time, no additional information is available. Reference: alzueta j, linde a, barrera a, pena j, peinado r. Spanish implantable cardioverter-defibrillator registry. Sixth official report of the spanish society of cardiology working group on implantable cardioverter-defibrillators (2009). Rev esp cardiol. 2010; 63(12): (B)(4).